Event description:
It was reported that the user experienced recurrent nocturnal low glucose with a low level of 54 mg/dl while using the ilet system, with contributing context that the user frequently paused the pump after dinner during showers, and was advised that pausing while glucose is elevated can lead to subsequent overcorrection and hypoglycemia; troubleshooting and education were completed and additional training was scheduled. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included technical support troubleshooting and user education. Investigation of this case revealed cause unclear for the hypoglycemia. It was concluded that the event was user-related behavior with cause of hypoglycemia remaining unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.